Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-08-17 reporting that the patient had pushed the buttons until it stopped and then called for help with the issue. To date the issue had resolved. Later it was reported by the consumer that it had resolved until about a month ago. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that today ((B)(6) 2017) the implantable neurostimulator (ins) battery was very low. The patient was adjusting their stimulator with their patient programmer but the screen went blank and the ins seemed to be stuck on a really high amplitude. This was a sudden change. The patient felt like they were getting electrocuted if they sat or bent over. The patient had to stand perfectly still. The recharger was connected and showed the ins was charging the first ¼ and stimulation was on. The patient tried turning off the stimulation with the recharger and the uncomfortable stimulation sensation went away. There were no events associated with this issue. The patient charged to 1/3 and then tried to turn it on with the controller. They were able to only get 1 channel to work. The patient was on group b with just one program. The patient did not know if there had been a program 2 before or not. The patient had turned it to zero and then up to 3 but did not feel vibration. Usually the patient was on group a and wanted to do that. Dur ing the call, the patient switched to group a which had 2 programs. The patient turned it to 3.4 v on the left side and turned the left on 2.0. It was stated that now the patient felt it on the right and everything was good. Additional information was received on 2017-07-13 from the consumer that the same thing was happening. It had been working well until last night. The patient powered it down and put it on low but it would only go to program b instead of program a so the patient got a pretty good blast from it. Stimulation was on and set to program b. The patient tried to move the settings within the program but they only had 1 setting. During this call, the patient was assisted in changing successfully to program a and to lower each setting before turning stimulation back on. The patient confirmed that it was comfortable and they were feeling stimulation where they should be. It was thought that the patient was switching the programs before and the patient stated that they understood. The patient called back again on (B)(6) 2017 with the same issues as the patient was still trying to adjust settings. They tried to increase but saw poor communication and could not increase. The patient placed the antenna and the patient programmer was able to connect and increase stimulation. The patient programmer was reported to be functioning. Current settings were reported to be 3.6 on the right and 3.5, 6, 7, and 8 on the left. No further complications were reported.